Event description:
A customer reported a malfunction with their pump, identified by a malfunction code, but no significant events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.